Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device as a bridge to heart transplant. It was reported that the patient's lactate dehydrogenase (ldh) level increased from 336 u/l to 554 u/l. Pump thrombosis was suspected. The patient was started on bivalirudin. No further information was provided at the time of this report.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Two log files with overlapping data, which spanned from (B)(6) 2018 to (B)(6) 2018, were reviewed. All of the captured events were routine power source exchanges and pulsatility index (pi) events. During this time, the pump power, estimated flow, and average pulsatility index remained stable in the ranges of 4.1-6.2 watts, 3.5-6.9 lpm, and 2.9-8.3, respectively. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. A direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further information was provided. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.